Event description:
It was reported that the 4.5mm incisor blade was shedding in the joint. The blade shed metal particles into the joint. This occurred immediately after turning on the blade to oscillate. The joint was flushed to remove as much debris as possible. Per sales rep., the procedure was abandoned due to surgeon not comfortable using another blade.

Manufacturer narrative:
The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated run-out of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been affected, via (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).